Event description:
It was reported that during an afl procedure after fam-ing in the left atrium the patient became hypotensive. Intracardiac ultrasound confirmed that the patient had a pericardial effusion. The procedure was aborted, a pericardiocentesis was performed and 1500ml of fluid was extracted from the pericardial space. The patient was stable and being admitted for observation. The physician thought this event happened during the mapping phase and she had difficulty for manipulating the catheters.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. No deficiencies noted. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.the following additional concomitant product was provided: distributed reprocessed acunav catheter (B)(4).

Manufacturer narrative:
The concomitant products: carto 3 model # m-4800-01, serial # (B)(4), stockert model # m-5463-01, serial # st-(B)(4), coolflow pump, model # m-5491-02, serial # (B)(4), (B)(4).